Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. Following a successful procedure, the patient experienced a tingling sensation and numbness around the left eye with an uncertain relationship to the coils. The adverse effect is unrelated to the procedure and the aneurysm state. No actions were taken and the event is still ongoing.

Manufacturer narrative:
Conclusion: from the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00020, 00022, and 00003. The device was implanted in the patient.